Event description:
There was a sensor error with the soundstar ultrasound catheter after placed into the patient manufacturer response for soundstar ultrasound catheter, soundstar ultrasound catheter (per site reporter), mfg notified by site.